Event description:
It was reported to philips healthcare that the device's co2 test failed and the device had a co2 equip malfunction inop. There was no pt involvement.

Manufacturer narrative:
(B)(4).